Event description:
A customer reported a cartridge alarm 6 with their pump, which led to their blood glucose level exceeding 500 mg/dl. The issue recurred even after loading a new cartridge. In response, technical support decided to replace the customer's pump and cartridge. The customer will use multiple daily injections as a temporary backup for insulin delivery and will receive a replacement pump, complete with updated software and available training resources. Additionally, the customer acknowledged instructions for putting the faulty pump into storage mode and returning it to tandem.